Manufacturer narrative:
Full evaluation and investigation of the reported event are currently being conducted; results of investigation will be provided in supplement report. (B)(4).

Event description:
The patient had bled through 2 white bed pads and down into the bedding. The patient became diaphoretic and experienced tachycardia at that point rapid response was issued. The patient was last reported to stable, alert, with no transfusion needed. She will undergo a CT scan to determine the cause of the bleeding.